Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for routine follow-up, noise resulting in device charging was observed. Therapy was disabled quickly. Lead was capped and replaced during generator change-out procedure on (B)(6) 2016. There were no complications during the procedure and the patient was in stable condition.